Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between september 26, 2024 ¿ september 30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors under infused during infusion. On two occasions on the same patient, it was observed that the folfusor did not empty completely during therapy. The devices were filled with 75 ml fluorouracil and 17 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.